Event description:
Review of the patient¿s implant card showed that the implanted generator could interrogate at the time of surgery on (B)(6) 2016. No additional pertinent information has been received to date.

Event description:
Information was received that showed the patient¿s device could be interrogated and programmed since the initial report. Additionally, device diagnostics were within normal limits. No additional pertinent information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently omitted the results of review of x-ray images. Corrected data: initial report inadvertently omitted the relevant methods for review of x-ray images.

Event description:
X-rays images with ap and lateral views of the neck and ap view of the chest were received and reviewed. The generator was placed normally per labeling. The connector pin of the lead appears to be fully inserted inside the connector block. The feedthru wires appear to be intact. The lead electrodes appear to be appropriately placed per labeling. There are no apparent sharp angles or gross fractures of the lead that could be seen in the images given. A small segment of the lead is obscured by the generator and could not be fully assessed. There was nothing seen that would indicate there was damage to the generator or lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the patient¿s last appointment on (B)(6) 2016, the patient¿s generator and the treating practitioner¿s vns programmer could not communicate with each other. The office did not have any visits with the patient while implanted with this generator prior to the failure to communicate. The programming system used in that appointment had since successfully been used with other vns generators. The generator DHR was reviewed and found all specifications were met prior to distribution. Attempts for additional pertinent information have been unsuccessful to date.